Event description:
The pt's auditory performance began to decline after the pt fell and hit her head in 2005. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications explantation/reimplantable surgery is planned, but has not yet been scheduled.